Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, patient reported receiving an e7 (electronic error) message on the infusion device twice. Patient stated both times the incident occurred; the infusion device did not vibrate but made a funny beep then gave an error. Patient stated he took the battery out and reinserted it; the infusion device is working fine. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Sending battery cover; infusion device was not requested to be returned for evaluation. On (B)(6) 2012 patient reported receiving an e7 (electronic error) message on the infusion device twice. Patient stated both times the incident occurred; the infusion device did not vibrate but made a funny beep then gave an error. Patient stated he took the battery out and reinserted it; the infusion device is working fine. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Sending battery cover; infusion device was not requested to be returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation; therefore, an investigation could not be performed. Device was not returned to manufacturer.